Event description:
A physician attempted arteriotomy closure in the right femoral artery using the closer s 6fr device. The system became stuck into the artery and could not be advanced or withdrawn. The patient was sent to surgery for the removal of the device and direct suturing of the arterial puncture.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.